Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand and no recurrence after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset despite some difficulty holding button, successfully reset pump, and was advised to continue using pump and call back if malfunction recurred, which customer acknowledged and understood.